Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system 2 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Multiple attempts were made to obtain additional information, it is unknown if course of treatment was changed. D.1. Medical device brand name: biogx sars-cov-2 open system reagents for bd max¿ system. D.2. Medical device type: qjr. D.2. Common device name: sars-cov-2 reagent kit. D.4. Medical device catalog #: 444213. D.4. Medical device lot #: unknown. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device serial #: na. G.5. PMA / 510(k)#: na. H.6. Investigation: the complaint investigation for discrepant results obtained with biogx sars-cov-2 osr for bd max system (ref 444213) unknown lot was performed. The investigation was conducted by bd and consisted only in verification of the complaint's history since no data or kit lot was provided. According to the information provided by the customer, they obtained discrepant results. Since no data was provided, in depth analysis could not be performed. The complaint history review showed that several complaints on biogx sars-cov-2 products were received for discrepant results, mostly caused by sample at the lod or environmental contamination. Bd did not perform complaint trend analysis on the lot since no lot number was provided. Bd cannot confirm the complaint based on the investigation that was performed. The root cause of the customer issue was not identified. Bd did not initiate a preventive and corrective action plan. H3 other text : see h.10.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system 2 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Multiple attempts were made to obtain additional information, it is unknown if course of treatment was changed.

Manufacturer narrative:
Multiple 510k number: k111860, k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max instrument 2 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Multiple attempts were made to obtain additional information, it is unknown if course of treatment was changed.